Manufacturer narrative:
The insulin pump passed the operating current, unexpected restart error, and displacement tests. However, the device alarmed with compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The device was unable to perform the occlusion, prime/compromised force sensor system, and excessive no delivery tests due to the compromised force sensor system alarm. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process; insulin was squirting out of the infusion set tubing. The patient's blood glucose at the time of incident was 122 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped. The drive support cap was protruded. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.